Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited a gradual increase in the right ventricular (rv) lead pacing impedance during 3 months, leading to out of range measurements. At this time, all other electrical parameters remain stable and no noise or therapy impact has been observed. A field representative confirmed the patient was checked and the physician decided to replace the lead in the future. At this time, the replacement has not been scheduled. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Code 3191 was used to capture the surgical intervention. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited a gradual increase in the right ventricular (rv) lead pacing impedance during 3 months, leading to out of range measurements. The rv lead is a non-boston scientific product. All other electrical parameters remained stable and no noise or therapy impact was observed. The ICD and rv lead were replaced to resolve the issue. The patient experienced no additional adverse effects.